Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/7/2020. A manufacturing record evaluation was performed for the finished device batch pkb748, m873119 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the issue occurred with the suture or with the needle? Device return follow up.

Event description:
It was reported that a patient underwent a thoracotomy on (B)(6) 2020 and suture was used. During the procedure, the device kept breaking. Switched to another lot to complete the case. There were no adverse patient consequences reported. Additional information has been requested.